Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2010. According to the complainant, the patient experienced an injury, but the specifics are unknown. According to the physician, no complications were reported to him regarding the procedure, and no additional information is available.